Manufacturer narrative:
(B)(6). Investigation summary: it was reported that medication leaked past the stopper. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show a syringe with a yellow solution in it and the rubber stopper is at about 22-23ml. There is yellow solution past the rubber stopper. The third photo shows a packaging blister top web. It could be possible the customer is not using the product as intended. The rubber stopper should not be pulled back past the 20ml mark. A device history record review was completed for provided material number 302830, lot number 1026783. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. This is off label use. The rubber stopper should be pulled back to up the 20ml mark and not overfilling the syringe.

Event description:
It was reported that 2 bd 20ml syringe luer-lok¿ tips experienced leakage past the stopper. The following information was provided by the initial reporter: we have encountered unwanted experience with item 308-302830 syringe only bd 20ml luer lock sterile twice. The medication is leaking past the black stopper.